Event description:
1982 shunt revision #3 at another facility. 3/11/92 uncomplicated appendectomy also at another facility. Post-op nausea & vomiting referred to uwmc shuntogram demonstrated distal obstruction w/opening pressure 21 cm of h20. 3/20/92 to or but shunt not obstructed revision resumption of severe headaches and nausea & vomiting. 3/31/92 shuntogram, obstruction of distal limb with markedly elevated opening pressure 55 cm of h2o. 01 apr shunt replaceddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.